Event description:
Medtronic received a report that a pipeline patient experienced a cerebral infarction. The target aneurysm had not ruptured. The patient recovered with sequela. The patient was undergoing treatment for an unruptured, sacciform aneurysm located on the curvature side of the c2 segment of the right ica. The max diameter was 6.9mm, the height was 3.6mm, the dome diameter was 6.1mm, and the neck diameter was 5.1mm. There was a daughter sac to the aneurysm. Antiplatelet therapy was administered, but anticoagulant therapy was not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Follow-up report pertaining to rr#: 2029214-2022-00040. B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient experienced cerebral infarction on (B)(6) 2020. Patient sequelae symptoms were unknown. It was unknown if any action was taken to resolve the infarction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported additional adverse event: stenosis or thrombosis of the side branch or parent artery covered by the flow diverter. Event pickup because mrs "0 - 1" was confirmed from the page at the time of discharge/7 days after the procedure. Adverse event: worsening of mrs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the severity of the reported event "stenosis or thrombosis in the side branch vesselsor the parent artery covered by the flow divider" as determined by the physician was changed from "not severe" to "severe." Severity was noted as a potential disability.